Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6. (Type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse discovered a defective power management board and was resolved by reconnected from its interface slot. This resolved the power up issue. The unit returned to normal use after passing all safety and functional tests.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) cardiosave is not switching on. Patient was not involved. No harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.